Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable glucose result from the cobas 6000 c501 module. The initial result was 17 mg/dl and was reported outside of the laboratory. The result was questioned by the physician and the sample was repeated on another analyzer. The repeat results were 561 and 551 mg/dl. The reagent lot number was 357208. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer could not find a cause for the issue. The customer had no further issues with glucose and found all qc to be good. The investigation did not identify a product problem. The cause of the event could not be determined.